Event description:
It was reported that the patient underwent a l4-5 transforaminal lumbar interbody fusion. It was reported that the tip of the trocar broke off in the l5 pedicle during placement of the guidewire. The tip was retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation.visually confirmed cannula broken about 26mm from tip. Visual and optical examination identifies tip deformation consistent with bend stress overload; additionally, fracture angulation suggests a torsional component. A review of the device history records did not identify any applicable nonconformance to specification.